Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04549. It was reported that a perm implant procedure was abandoned on (B)(6) 2019 as the physician could not implant leads due to patient¿s anatomy.